Manufacturer narrative:
(B)(6). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to infection. The arcos stem and head were removed.